Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances noted on the left lead. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was not returned as it was kept by the medical facility.